Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient experienced a sensor failure after which they experienced a hypoglycemic event. At the time of the event the patient was asleep, and his kids, who are his followers, would have noted the failure. When they were unable to reach the patient, an ambulance was called. When paramedics arrived, the patient was aggressive, confused and unaware of what was happening. The patient was brought to the hospital at 03:00am and was treated with a nasal spray (understood as glucagon treatment) on the way. At the hospital no further treatment was necessary, and the patient was sent home. No blood glucose reading was reported from the event. At the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.